Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 112, 133 and 164 mg/dl. The customer¿s expected am fasting blood glucose test result is below 90 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 02/16/2026 and open vial date is 1 week ago. The meter memory was reviewed for previous test result history: result 1: 87 mg/dl , date: on (B)(6)2025, time: 11:19am fasting , result 2: 112 mg/dl, date: on (B)(6)2025 , time: 1:17am fasting, result 3: 133 mg/dl , date: on (B)(6)2025 , time: 1:16am fasting , result 4: 164 mg/dl , date: on (B)(6)2025 , time: 1:15 fasting result 5: 111 mg/dl , date: on (B)(6)2025 , time: 2:30pm non-fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.